Manufacturer narrative:
Notification of event was received from the law firm as result of a claim.

Event description:
Patient experienced weakness in both legs and pain in back of unknown origin after implant surgery: patient was implanted with graft in 2003. The following day, he complained of weakness in both legs. The problem was thought to be related to the epidural catheter placed during the graft implant surgery. The catheter was removed, but the weakness persisted. No hematoma or other source for the pain and weakness was identified. Patient was treated with physical therapy to regain strength.